Event description:
The customer reported the subject device had a pinhole in the cover of the bending section. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the image would disappear during angulation. This report is being submitted for the malfunction found during evaluation (image disappears). There was no report of patient or user harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the image disappearing during angulation was found to be due to disconnection or short-circuit of the image sensor cable. Service was not able to confirm a pinhole in the bending section cover; however, service found the adhesive of the bending section cover was chipped. In addition, service found there was leakage from the bending section due to damage, and the video connector was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 21-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction: operator of device: should have been healthcare professional in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a malfunction of the image sensor unit or a malfunction of the board inside the video connector. Olympus will continue to monitor field performance for this device.